Event description:
PICC line inserted (B)(6) 2012. On (B)(6), the nurse found redness at the puncture site, they went to pull the catheter out, however, the catheter broke into 2 pieces when pulling the PICC out of the body. It was suggested the hospital remove the rest of the catheter with the help of ir and clinical consultation. After hospital consultation, it was found the catheter is strongly adhered to the vein and the pt. It was decided to keep the catheter in place on account of the pt's situation. So the rest of the catheter still remain in the body.

Manufacturer narrative:
The complaint of a break in the tubing was confirmed and appears to be use related. The product returned for eval was a 14.1" long proximal segment of a 4fr s/l groshng nxt clearvue catheter. The catheter contained a complete break at the 31cm depth marking. The break edges were jagged and irregular. The catheter contained a second semi-circumferential w-shaped split at the 34cm depth marking. Microscopic examination of the fracture surface on both the complete fracture and the partial split revealed a dull veneer and a finely granular texture. The characteristics are indicative of a break in the catheter tubing rather than sharp instrument damage. The catheter was pt to infusion. However, a spraying leak was observed emanating from the split in the tubing. Tactile evaluation of the sample revealed tensile weakness throughout the tubing. It appears that the catheter tubing has been stretched beyond its tensile limits. The damage reportedly occurred while trying to remove the catheter. The complaint record stated, "the catheter break into 2 pieces when pulling the PICC out of the body." The IFU states "the IFU states "remove slowly. Do not use excessive force. If resistance is felt, stop removal. Apply a warm compress and wait 20-30 mins." Gross visual and microscopic examination, as well as functional testing, revealed no evidence of defect or deformity related to the mfg process. A lot history review (lhr) of revi0260 showed no other similar product complaint(s) from this lot number.